Event description:
The facility reported a fail code 570. The hospital representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No additional information is unknown.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 570 was confirmed. Inspection of the device revealed depleted batteries. A corrective and preventative action has been initiated.